Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 237 mg/dl. The customer not reported symptoms. The customer treated manual injection. Customer's blood glucose value was 237 mg/dl at the time of the incident. Customer's current blood glucose value was 239 mg/dl. Customer stated that her blood glucose has been up and customer is in the hospital and nurse stated that customer had change her set and still the blood glucose is up and need to test the pump. Troubleshooting was performed. The customer had admitted into hospital as a result of high blood glucose level on (B)(6) 2017 at 06:30 am. The blood glucose value when admitted to hospital was unknown. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Customer wearing the pump at time of hospitalization. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Customer declined to check their settings. Customer nurse stated that customer blood glucose is coming down and no further assistance was needed. The product was not returned for analysis.